Manufacturer narrative:
The impella device was not returned by the customer for evaluation. Upon conclusion of the investigation, a supplemental report will be submitted. Per the impella IFU: impella cp with smart assist system: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smartassist for use during cardiogenic shock and high risk pci & impella 5.5 with smartassist for use during. Section: warnings & cautions: cautions: ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution:: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings, section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion. Section: use of impella with transcatheter aortic valves: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The complainant reported a patient presenting for acute myocardial infarction and cardiogenic shock was scheduled for impella cp implant for mechanical circulatory support. The femoral anatomy was seen to have peripheral artery disease with calcification and narrowing. A 14 fr introducer was placed but the doctor admitted that a incision was made in the sheath and it dissected. The groin had bleeding that they tried to remedy with 2 perclose and pressure, but the site eventually needed surgical intervention to achieve hemostasis.

Manufacturer narrative:
The investigation for the vascular damage has been completed. No product was returned for analysis. Clinical details had no reports of excessive force. The root cause of the vascular damage - peripheral vessel was not determined as the introducer was not returned for analysis and limited clinical information related to failure was provided. Added h6 component code 925 corrections to the initial MFR report: d4 updated model number.